Event description:
73 y/o pt in critical condition required central venous catheter insertion. Catheter had a defective dilator which sheared and caused excess bleeding and tissue damage at right femoral insertion site.